Event description:
It was reported that the pt died from an unk cause. But it was believed that it was not related to the device. Additional information has been requested from the pt's healthcare professional.

Manufacturer narrative:
(B) (4).